Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable events of stent positioning issue and the stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgatric into the pancreas to treat a walled-off necrosis (won) containing a small amount of necrotic material during a pancreatic cyst drainage procedure performed on (B)(6) 2023. During the procedure, the second flange deployed on the scope and was ready for release, but the stent could not be pushed out of the scope as it was stuck despite gradually pulling the scope away from the stomach wall. This resulted in the stent's first flange (cyst side) getting pulled out of its position. The stent remained inside the scope upon removal, but it fell into the esophagus. The stent was removed using forceps, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.